Event description:
It was reported that revision surgery was recently performed.

Event description:
Update received, r3 metal liner used. Unknown part and lot number. Reason for revision is metallosis.